Manufacturer narrative:
Miradry and distributor in (B)(6) requested additional details about the treatment/device, test results, or patient history; however, the physician did not respond. Also, miradry and the distributor attempted to visit the clinic but the physician and patient refused to meet with them.

Event description:
Clinic reported a patient who experienced "numerous tissue damage" and developed formation of cysts in axillae 14 days post miradry treatment. An emg examination confirmed damaged to the n. Musculocutaneus nerve in right axilla due to thermal energy. Patient has limited mobility in arms.